Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-4000 toggle switch got stuck in the on position. The reporter explained that this occurred when he was harvesting the 2nd or 3rd branch. When the pa pulled back the toggle switch to activate and let go, it was getting stuck in that position. This problem occurred with 4 branches but then it worked fine. He was able to complete the procedure without any issues using the same unit. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were very burnt and charred. The device was bloody. The toggle was tested for mechanical function, and was found to return to the off position and release activation. Based upon this observation, the reported complaint for "toggle switch stuck" could not be confirmed. (B)(4).